Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server , there was an issue with order messages not flowing. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that carefusion coordination engine (cce) services caused the issue. A technical support specialist and customer, reviewed the cce and confirmed that only the order mbm was affected while other mbms worked normally, noted that no detailed logs were available because detailed logging was not enabled, and confirmed that orders resumed processing after the cce services were restarted. The specialist advised that tracing database growth and logging overhead depended on the hospital information system message volume and content, provided that no definitive estimate could be given, and referenced that a secure tcp/internet protocol connection with the hospital system had been established previously. The customer planned host side checks regarding the connection closure and lack of ack, and the case was closed per customer update. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported when using the bd pyxis¿ es server, there was an issue with order messages not flowing. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.